Event description:
This device was implanted on (B)(6) 2013 and explanted on (B)(6) 2014. A call to technical services was made on (B)(6) 2014 stating that this device was having asystole. There is no further information provided. The physician was dr. (B)(6) at (B)(6) medical center in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).